Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer recently had a blood glucose level of 488 mg/dl. Troubleshooting for the high blood glucose level was declined. The caller stated that the insulin pump's reservoir needed to be replaced; caller was instructed on how to do so. The insulin pump was not replaced or returned for analysis.